Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1023941 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1023941, test base part number 190-430 / lot: 1023941. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1023941 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Event description:
The customer reported an unconfirmed false positive results on a direct tested nasal kitted swab with ID now covid-19 assay. Repeat testing was performed with an additional ID now covid-19 assay. Results were not provided. Multiple lot numbers were used. This MFR. Addresses lot number 3 of 4. Per the customer the patient was not symptomatic. The customer confirmed there was no patient harm due to test results additionally, the customer confirmed there was no impact of treatment due to test results.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-01698. 1221359-2021-01722. 1221359-2021-01724.